Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jul-2019 with the following findings: during investigation, the cartridge compartment was chipped and cracked. In addition, the battery compartment was found to have multiple cracks. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.